Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation found that the device has limited keypad operation due to no response from the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were tested and were found to function as expected. The evaluation did not confirm the reported symptom of "when you press a key a different one appears on the display then what was pressed". The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
The customer reported that the spectrum pump has an inoperable keypad. The customer reported that half the keypad does not work and that when a key is pressed a different entry appears on the display then what was pressed. The customer reported that there was no pt involvement. The error was discovered during testing. No further info was available.